Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that while implanting the light adjustable lens (lal, sn: (B)(6), +21.5d) during cataract surgery, a posterior capsule tear occurred. The optic was kept in the capsular bag and the haptics in the sulcus. There were no other complications or problems associated with the surgery reported to rxsight. Rxsight's first awareness of this event was on 01/02/2024.